Manufacturer narrative:
It was reported by the customer that the bd alaris pump infusion set leaking at flexible portion that gets closed into alaris pump leaking. One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was then primed and a leak was immediately identified at the top of the silicone tubing of the pumping segment. Further examination of the sample under magnification identifies a hole in the silicone pumping segment near the upper pumping segment fitting. The customer complaint of leakage was verified. The root cause for the damage seen in the sample could not fully identified, however, examination of the damage could not be traced to an error manufacturing. The probable root cause for the issue seen in the sample is a misloading of the infusion set into the alaris pump, or if an fluid push was attempted on the IV line without properly pausing and clamping the infusion line. If the top of the infusion set is loaded into the alaris pump incorrectly, holes can be created in the tubing causing it leak. Additionally, if a fluid or medication push is conducted using one of the smartsite y-site ports, without properly halting the infusion or clamping the infusion line, the silicone tubing can balloon at the upper pumping segment and possibly burst. The bd clinical team has been informed of the complaint and follow-up with any additional information or instruction into the proper use of the infusion sets, if deemed necessary. A device history record review for model 2426-0007 lot number 24125200 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following. Bd alaris pump infusion set leaking at flexible portion that gets closed into alaris pump leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.